Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During the femoral cut the grey handle of the mics handpiece fell off. The screw on the bottom was located and will be returned with the product. We switched the handpiece to prevent the issue from continuing. Please ship a new piece. Case type: tka. Surgical delay: x <=15 minutes.

Event description:
During the femoral cut the grey handle of the mics handpiece fell off. The screw on the bottom was located and will be returned with the product. We switched the handpiece to prevent the issue from continuing. Please ship a new piece. Case type: tka. Surgical delay: x <=15 minutes.

Manufacturer narrative:
During the femoral cut the grey handle of the mics handpiece fell off. The screw on the bottom was located and will be returned with the product. We switched the handpiece to prevent the issue from continuing. Please ship a new piece. Product evaluation and results: the product was not evaluated as the product was unavailable for inspection. Product history review: device history records indicate 25 devices were manufactured under lot k0b5k and (B)(4)devices were accepted into final stock on 05/01/2018. Review of qt18-05-0002 revealed that the non- conformance is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k0b5k shows no additional complaint(s) related to the failure in this investigation. Conclusions: the alleged failure mode could not be confirmed as the product was not available for inspection. No additional investigation or specific actions are required.